Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing renal replacement therapy (crrt) with a prismaflex m100 set ckt. There was reportedly no issue during the priming of the set. A half hour after the treatment started, blood leakage was found at the level of the male luer connector of the return line. The leakage reportedly caused a loss of around 10-15 ml of blood. There was no patient injury or medical intervention associated with this event. No additional information is available.